Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring seals cracked while being loaded into the delivery tube. A fourth seal deployed but it was noticed that the prolene tethers were either cut or fell apart. A fifth seal was used to complete the case. No patient complications were reported.

Manufacturer narrative:
Investigation results: visual inspection shows that the seal is partially unraveled. Other observations are seal is separated from the tension spring assembly and the tether was intact and securely attached to the crimp springs. Therefore, based on how the seal was received, the complaint is not confirmed for tethers were cut or fell apart.